Event description:
It was observed that during the device evaluation, the halogen light source exhibited leakage. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, the device was inspected by field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage was caused due to worn connector tester. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.